Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The ipg migrated causing abdominal pain. Soft tissue growth also caused lead migration. The device was removed. The pt recovered without sequelae.